Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly detached from the catheter shaft. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The distal end of the inner shaft was stretched, broken with a jagged edge. The remaining inner shaft, balloon and distal tip were missing. The proximal weld bond was examined under 20x magnification and the evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond. The inflation/deflation ports were properly located and not damaged. Functional/performance evaluation: no functional testing was performed due to the condition of the returned device. Medical records review: medical records were not provided. Image/photo review: images / photos were not provided. Conclusion: the investigation is confirmed for a balloon detachment, as the balloon was not returned with the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Potential adverse reactions: additional intervention.